Event description:
It was reported that the side-firing fiber was observed to be forward firing at 77876 joules. A second fiber was used to complete the case. "No harm to patient" reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.